Event description:
It was reported that this pacemaker was experiencing atrial far-field oversensing of ventricular signals. Technical services (ts) suggested extending the atrial blanking period and adjusting the right atrial sensitivity to address the issue. However, ts also noted that making the sensor too aggressive could result in inappropriate pacing at all times. The device settings were modified with the goal of improving the patient's exercise tolerance and reducing inappropriate pacing during intense activity. No major adverse effects were reported, and the patient's condition was being monitored with ongoing adjustments to the device settings. This pacemaker remains in service.

Event description:
It was reported that this pacemaker was experiencing atrial far-field oversensing of ventricular signals. Technical services (ts) suggested extending the atrial blanking period and adjusting the right atrial sensitivity to address the issue. However, ts also noted that making the sensor too aggressive could result in inappropriate pacing at all times. The device settings were modified with the goal of improving the patient?s exercise tolerance and reducing inappropriate pacing during intense activity. No major adverse effects were reported, and the patient?s condition was being monitored with ongoing adjustments to the device settings. This pacemaker remains in service.

Event description:
It was reported that this pacemaker was experiencing atrial far-field oversensing of ventricular signals. Technical services (ts) suggested extending the atrial blanking period and adjusting the right atrial sensitivity to address the issue. However, ts also noted that making the sensor too aggressive could result in inappropriate pacing at all times. The device settings were modified with the goal of improving the patient's exercise tolerance and reducing inappropriate pacing during intense activity. No major adverse effects were reported, and the patient's condition was being monitored with ongoing adjustments to the device settings. This pacemaker remains in service.

Manufacturer narrative:
Correction to unique identifier (UDI) d4.